Event description:
It was reported the patient experienced leg weakness following implant of the system due to a seroma. In turn, surgical intervention took place on (B)(6) 2024 wherein the lead was repositioned to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.